Manufacturer narrative:
(B)(4).

Event description:
During an av nodal reentrant tachycardia procedure, it was reported the catheter developed char on the tip during ablation. Just prior to the physician removing the catheter a slight drop in temperature and impedance was noticed. Catheter was removed and char was cleaned off and use was continued. The same issue occurred again, this time the catheter was exchanged. The procedure was completed without any patient¿s consequence. Additional information received on (B)(4) 2013 stated the approximate size of the char was approximate 1mm, due to this catheter condition this is now a MDR reportable event. Awareness date was reset to (B)(6) 2013.